Event description:
User facility contact reported that during an open reduction internal fixation (orif) of the right tibia fibula surgery on (B)(6) 2013, the surgeon inserted a screw and then decided to remove the screw based on the patients anatomy. During removal, the screw broke and part of it remains in the patient. The remainder of the screw was retrieved. No further information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Manufacturing evaluation was performed, it states: one screw was received sheared in two at the first thread. Only the head portion of the screw is present for evaluation. Its hex drive and conformance to possible specifications given its current condition confirm it as part of the 204-810 drawing family. The hex drive has medium damage consistent with stripping. The underside of the head at the largest diameter has a minor scratch around the entire circumference. The remainder of the screw is in good condition. The dimensions that could be checked were found acceptable. Because of damage incurred and also because no lot number was provided, a finite evaluation could not be performed. Therefore, this complaint is judged to be indeterminate from a manufacturing standpoint.